Event description:
The explanted products were received for analysis. Product analysis was completed on the returned lead. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. In the portion of the returned lead, a lead fracture in the positive coil was identified and multiple abraded openings were noted in the outer and in the inner silicone tubing. The mechanism of the lead fracture could not be determined due to corrosion at the fracture site. The lead assembly had dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion no other anomalies were identified. Product analysis was completed on the returned generator. The generator was monitored for 24 hours in a simulated body temperature environment and the generator provided the expected level of output current for the entirety of the monitoring period. The generator performed according to functional specifications with no anomalies identified per the internal data of the generator, it was determined that the high impedance occurred earlier than originally believed, it occurred on 04/30/2018. In may 2018, the patient had previously reported she felt that every two minutes she is going to have a seizure, but does not actually have a seizure. The patient reported that did not feel magnet stimulation when swiping and thought that the vns wasn't working. However, she then said that she could feel stimulation. No further relevant information has been received to date.

Event description:
High impedance and a low output current were detected on the patient's device with system diagnostics. X-rays were performed but the physician observed no evidence of a lead fracture. The patient had been having an increase in seizures due to this device issue. Clinic notes indicated that the patient could not feel stimulation. It was reported that the patient underwent replacement of generator and lead due to high impedance. The suspect product has not been received to date. No further relevant information has been received to date.